Event description:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to nonunion and a broken screw. The patient was experiencing irritation and pain. The distal end of the broken screw remains implanted as the surgeon was unable to remove it. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to nonunion and a broken screw. The patient was experiencing irritation and pain. The rep indicated the head of the broken screw was in the joint space, which could have contributed to the nonunion. The distal end of the broken screw remains implanted as the surgeon was unable to remove it. The hardware was replaced with non-tmc hardware. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformance's for possible kits utilized in surgery were reviewed and no non-conformance's or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause cannot be determined based on the available information and no devices being returned. However, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the nonunion. The company will supplement the MDR as necessary and appropriate. An additional tmc device explanted in the same revision surgery was reported in 3011623994-2025-00121.